Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer cubies keeps failing. A field service engineer replaced drawer control board to resolve. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer cubies keep failing. Customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.